Event description:
It was reported the autoclavable camera head had image issue during set-up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak from the button; because the cable unit was cracked, water tightness was lost; due to poor water-tightness of cover unit, water tightness was lost; plug unit leaked; rear cover leaked; charged coupled device (ccd) unit liquid ingress; dirt or foreign object in the gap of the head unit; deterioration of head unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.